Manufacturer narrative:
The investigation of positioning issues has been completed. No product was returned. The cause of the positioning issue was most likely patient condition related based on the provided clinical information. H6 type of investigation 4112, investigation findings 114, and investigation conclusions 4310 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-18076. H10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2024-18076.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The peel away sheath would not advance in straight manner and was favoring a bend toward the right. The physician tried repeatedly to advance the repositioning sheath under fluoro with no success. After multiple tries, the repo sheath and impella cannula began to bend and kink and hemostasis became difficult therefore impella was removed.